Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: one (1) driving cap (part 03.010.523 / lot 9065795), one (1) insertion handle (part 03.010.486 / lot 8711596), and one (1) fragment of a driving cap (part 03.010.523 / lot unknown) were received for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck into the insertion handle. Additionally, there was a second threaded tip stuck into the insertion handle. Both tips were able to be removed from the insertion handle and measure approximately 13mm and 14mm in length. The alignment tab on the insertion handle is slightly and dented, but still functional. Overall, the insertion handle is in good condition with no other observable damage. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Additionally, it is likely that repeated use has caused the material to wear and fail due to fatigue. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The instruments are used during femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi-use and are used for implanted nails. The drawing for the driving cap was reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: during the investigation, which was completed on may 27, 2016, a threaded portion of a second driving cap was found broken inside of the insertion handle. It is unknown when the second device broke. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 05. Nov. 2014 , 03.010.523 9065795. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, during an initial retrograde/antegrade femoral nail (rafn) procedure, the driving cap broke in the insertion handle. While hammering the rafn nail, the driving cap broke inside the insertion handle. No fragments were generated; no pieces of the instrument remained in the patient postoperatively. When there is significant resistance, the driving cap loosens the threaded male end of the cap then toggles and breaks in the insertion handle leaving only the offset hole as a substitute. There was no patient harm. There was a 15 minute surgical delay due to not having a driving cap to strike; the nail took longer to seat. The procedure was completed successfully. This complaint involves one (1) device. Concomitant devices reported: unknown nail (part: unknown, lot: unknown, qty: unknown), insertion handle (part: 03.010.486, lot: 8711596, qty: unknown). This report is 1 of 1 for (B)(4).